Event description:
Pt receiving molecular humidity via trach mask. Heater was apparently left on with no gas flow to heater. When mask was applied to pt and compressor turned on, the pt received a first degree burn to the neck in the shape of tracheostomy mask. Heater was left on for undetermined amount of time. (*)